Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic total colectomy during perirectal resection, the dissector when processing with resection output, the output was continuous even though the output button was not pressed. The device output unintentionally. The dissector was removed from the body immediately. No burn incident. The generator was reconnected, and the battery was reconnected, but it could not be used due to the red light. The device was replaced with a new dissector, and when the same generator and battery were connected, it was used without any problems. The dissector did not come in contact with any metallic apparatus. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection was unable to locate the pictured debris. It likely fell back into the handling body or was lost during transport. Functional testing found that the torque adaptor had melted. The remnants of the torque adaptor were scattered in the handle body. It was likely that the larger piece had become wedged under the activation button and had interfered with its proper function. The device was able to be activated with little pressure to the activation button. It was reported that the device self-activated. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h3, g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted it was unable to locate the pictured debris. It likely fell back into the handling body or fell out during transport. The product analysis found the torque adaptor had melted. The remnants of the torque adaptor were scattered in the handle body. It is likely that larger piece became wedged under the activation button and interfered with its proper function. The device was able to be activated with little pressure to the activation button. It was reported that the device was self activating. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.